Event description:
It was reported that the nurse practitioner was obtaining an error message, when she was using the handheld device. She returned the handheld to the manufacturer for analysis and it was determined that the error originated in the serial cable. During visual inspection of the serial cable, a broken red wire connections in the (B) (4) connector plug was identified. Once the wire was resoldered onto the (B) (4) connector plug, the serial cable was able to establish communication between the handheld device and the wand. It is unknown what caused the wire to break but it is most likely related to mishandling of the serial cable.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.